Event description:
It was reported during a device follow up, high out of range pacing lead impedance was observed. It was also noted that an episode of vf due to oversensing was detected. A break in the lead was suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.